Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow-up where oversensing was noted on the stored electrograms (egm). Interrogation of the implantable cardioverter defibrillator showed that the device was post paced t-wave oversensing (pptwos). The patient did not receive inappropriate therapy due to the oversensing. The device was reprogrammed.